Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified anterior tibial artery. A 3.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 40 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was good.